Event description:
A malfunction was reported with a malfunction code "malf 0," but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which the customer followed successfully without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue recurred.